Event description:
It was reported that upon insertion, the spring wire guide (swg) was inserted smoothly into the pt's subclavian vein. However, resistance was felt when removing the swg from the catheter. The swg "stuck in the catheter." As a result, the md removed the swg and catheter as one unit. There was no reported injury to the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: one catheter and one swg were returned for eval. The catheter was returned with swg in the distal lumen. Swg was withdrawn and removed from the catheter without difficulty. No damage or defects were observed on catheter. Swg had multiple bends along its length and was unraveled at the distal end. The core wire was broken adjacent to the distal weld. The distal weld remained attached to the coils. The proximal weld was intact without separation; no pieces appeared to be missing. Diameter of swg was measured and within spec. The product's instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. Instructions caution that the use of excessive force during removal could damage or break swg. Although the swg was removed from the catheter in the laboratory, the multiple kinks and pt anatomy potentially could have increased resistance during actual use. Unraveling at the distal end of the swg indicated that force was applied to that end of the swg. The potential cause of the unraveling could not be determined based upon the sample and info provided.